Event description:
During baxter's evaluation a device alarmed for door not fully latched messages. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched messages were caused by a loose link screw. The screw was adjusted during evaluation with the door performing as expected. The screws were replaced during the repair process.